Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to confirm error 68 due to blank display. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it was stopped working. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had blank screen and alarmed as trace pointers are invalid. Customer reported that there was fluid in the battery compartment. Customer stated the display was not blank currently. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed self test and test was passed. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.